Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).

Event description:
An event involved a medfusion 4000 syringe infusion pump where it was reported that the medication not given in appropriate time frame even when specifically, timing it. Error occurred while medication was infusing on syringe pump, after hitting start. There was a delay due to length of time the med was taking from the pump compared to the rate itself. Around 15-20 minutes into medication infusing it was not close to being completely given. Due to effect of delay on the patient seizures were unable to be controlled in a timely manner. The timing was adjusted when it was supposed to be given over 30 minutes and took roughly 45 minutes instead. This malfunction could result in under delivery. There was patient involvement, and patient harm reported.